Event description:
It was reported by the rep that the (2) mcl20's were used during a bowel resection procedure. It was reported that the clip applier misfired. The case was completed with a new clip applier and with no consequence to the pt.